Event description:
It was reported that this ambicor penile prosthesis (app) exhibited fluid loss. The device was explanted and replaced with a new device. No patient complications were reported.

Event description:
It was reported that this ambicor penile prosthesis (app) exhibited fluid loss. The device was explanted and replaced with a new device. No patient complications were reported.